Event description:
It was reported that the user experienced signal loss between the ilet bionic pancreas and a dexcom g7 continuous glucose monitor (cgm) while cgm readings remained available in the dexcom app, and pairing to the ilet was reinitiated by toggling settings, restarting, and re-entering the pairing code. Symptoms included no change in blood glucose and no adverse clinical symptoms reported. Outcomes included no clinical impact and no hospitalization. User support included troubleshooting and education for wireless connectivity and pairing. Investigation of this case revealed a loss of communication between the ilet and the cgm with successful reattempt of pairing, consistent with a software or wireless connectivity issue rather than a sensor data failure. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent communication disruption resolved through standard troubleshooting.